Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient could not read signs after 9 feet and anything closer than 3 feet and feels imbalance of right eye. The imbalance was challenging. The doctor feels the implant and fit was correct. Additional information has been received that surgeon feels there was some improvement but patient was unable to read traffic signs, street signs. The patient feels the condition was same and the imbalance causes difficulty to walk into walls and to concentrate and read. The close up vision was worse than expected. The patient was using reading glasses for work.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.6. And d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).